Event description:
It was reported that the procedure was to treat the common carotid artery with heavy tortuosity. The emboshield nav6 embolic protection system (eps) was advanced and deployed. Then the 8-6x40 mm xact self expanding stent system (sess) was attempted to be advanced but it could not cross the aortic arch curve in the sheath due to the anatomy. The sess was removed from the anatomy, and upon a repeat attempt of advancement, the long sheath tip came out of the common carotid and descended into the aortic arch. The emboshield filter moved from the deployed location. The xact sess was removed and the retrieval catheter was used to remove the emboshield nav6 eps filter without issue. The case was abandoned. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported migration could not be replicated as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and evaluation of the returned unit, it is likely that the reported movement (migration) of the filter was due to procedural circumstances. It is likely that during the two failed attempts to advance the xact stent system to the target location, movement of the barewire occurred resulting in the filter moving from the deployed location. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.